Event description:
It was reported that the patient had lost their instruction booklet on their bladder control device and was not sure it was working. The patient needed to get a copy of monitor instructions and needed instructions on the bladder control modulator. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0q967, implanted: (B)(6) 2014, product type: lead. (B)(4).